Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of connect power alarms while moving the white power cord was confirmed via the submitted log file; however, the alarm was not reproduced during testing. The downloaded log file contained data spanning approximately 5 days (on (B)(6) 2020 per the timestamp). Throughout the log file, there were several intermittent power cable disconnect alarms that were not associated with true power cable disconnections. The atypical alarms occurred due to the relative state of charge (rsoc) voltage dropping while connected to 14v batteries and occurred on the white power cable. The alarm cleared itself once the patient was connected to the patient cable. Provided information stated that a controller change performed in the clinic and no new alarms have occurred since then. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 05jun2017. Heartmate ii patient handbook under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables and cable connectors, and inspecting the system controller power cable connectors for dirt, grease, or damage. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device had connect power alarms when moving the white power cord. The system controller was exchanged and the alarms resolved.